Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the baseline age of the patients was 55 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿permanent left bundle branch area pacing for atrioventricular block: feasibility, safety, and acute effect.¿ heart rhythm. 2019; 16(12):1766-1773. Doi: 10.1016/j.hrthm.2019.04.043. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this model of implantable lead and using the left bundle branch are for pacing. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article reported that there was one patient who experienced a septal perforation ¿soon after the procedure.¿ the lead was successfully repositioned;and the procedure was completed by selecting another pacing site. The lead appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report under section - conclusion code(s). If information is provided in the future, a supplemental report will be issued.